Event description:
The customer reported that the 12 lead ECG signal was intermittently not being captured for the pt. This could cause a delay in pt treatment (defibrillation). It was confirmed that there was no pt incident/injury.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.